Manufacturer narrative:
Device not returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the device had a fixation issue and did not have a solid fitting was confirmed by the complaint engineer. During the visual inspection, the interface was found to be loose. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that when the ngenius universal tracker was clamped down during a procedure, the fixation was not solid. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that when the ngenius universal tracker was clamped down during a procedure, the fixation was not solid. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.